Manufacturer narrative:
Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device. The actual device was not returned for evaluation.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse even was discovered. The patient's skin reportedly became raw and ruined under the electrodes. The patient's physician recommended she remove the device until the area is clear and see wound clinic. Follow up the next day indicated that the wound was 'closed, red, and scabby'.